Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported he went into cardiac arrest for an unknown reason. The patient also noted that a few weeks earlier after he touched some wires that gave him a jolt, he received shocks from the device. Boston scientific technical services (ts) referred the patient to his physician. The field representative was unable to obtain any additional information. The device remains in service. No additional adverse patient effects.